Event description:
This ra lead was implanted in (B)(6) 2016, and still remains implanted at this time. It was noted on (B)(6)2016, that there was an atr-5 stored, that was showing 20hz noise. The atrial impedance was typically around 450 ohms. In (B)(6) 2016 through early (B)(6) 2017, there were several abrupt jumps in impedance. The jump was only up to a maximum of 570 ohms. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).